Event description:
The pt was revised because of osteolysis and wear.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect poly material wear after 15 years in-vivo. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indication.